Event description:
It was reported that a physician performed a novasure endometrial ablation on (B)(6) 2014. During the procedure the fluid deficit was climbing. The physician then performed a hysteroscopy and thought she visualized bowel. The scope was removed and another scope was used to inspect further and the physician "passed through the cervix with the scope and right before they entered the uterine cavity you could see a hole right above the internal cervical os". There was no "perforation inside the uterus and the ablation looked good". No intervention was required and the "pt is fine".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. =the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).